Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) started up to a system error. It was indicated that the main printed circuit board (pcb) was damaged and corroded. It was also indicated that the atrial connector was damaged. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a system error. The epg was returned for service. There was no patient involvement.